Event description:
A malfunction on the pump was reported by the caller, which occurred when the top button was pushed to unlock it. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.